Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-04533. It was reported that the right atrial lead exhibited noise and the right ventricular lead exhibited loss of capture and low impedance. During procedure, it was noted that the right atrial lead insulation melted. Both leads were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events of insulation abrasion and oversensing noise were confirmed. As received, a partial lead was returned in two pieces. Analysis found an external insulation abrasion breaching the outer insulation proximal to the ring electrode consistent with friction to another implanted device or feature of the heart. The cause of the reported event (oversensing noise) was due to exposure of the outer coil at the abrasion zone.